Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. A replacement device was sent to the customer. In follow up with a complaint handler on 09/19/2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic, which she was still taking. She also indicated that she was experiencing sore nipples and breast tissue, but her breasts were not as red as previously. She indicated that her flu-like symptoms were gone and she was pumping more frequently. Additionally, she indicated that her right shield was not fitting properly and felt that was the cause of her mastitis. She indicated that her breast got engorged and she has since been holding her breast to the shield and more milk has been flowing. She indicated that the replacement pump was working without issue. The customer was offered to speak with a medela clinician and indicated that she would like that. In follow up with a medela clinician on 09/24/2018, the customer confirmed that the replacement pump was working well and she was not having signs of mastitis. The clinician discussed breastshield sizing with the customer regarding use of the 24mm and the 27mm breastshields. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump was losing suction and was making a "thumping noise." She indicated that the pump had suction on the lower setting, but when she turns it up to the maximum level, there was no difference. The customer further alleged that she had mastitis, for which she was prescribed antibiotics.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction and a noise could not be confirmed.